Event description:
A high reading, in blood glucose tests, customer received a lab reading of 25 mg/dl to compared to a meter reading of 432 mg/dl within 10 minutes. The adc device result was not used to treat the pt. There was no report of death, serious injury or mistreatment associated with this event that was caused or contributed by the adc device reading.